Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that durng a robotic low anterior resection on the first firing of the device the staples deployed but only half of the staples formed properly. The surgeon turned the knob three quarters of a turn but the tissues would not disengage. The tissue was cut away from around the stapler head so that stapler could be removed. Because of this the anastomosis was not formed. The procedure was completed with an alternate like device with no patient consequences, however the procedure was prolonged by three hours.